Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was an indication that the complaint was related to a service of the device within the review period. The chassis around the latch/lock mechanism was damaged. The latch lock mechanism, cam sensor, labels, handle and keypad were replaced. Further inspection found a damaged upstream occlusion (uso) sensor, and the uso seal was not flush or sitting with the chassis. The uso sensor and seal were replaced. Replaced the dso seal as a preventative measure. A dso/uso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for broken latch and lock. During device analysis, a damaged upstream occlusion (uso) sensor and seal were identified. There was no patient involvement or harm.